Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers were failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, when the user tried to dispense the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that both half-height auxiliary drawers 4.2 were found to be off the bus along with all associated cubies. A field service engineer (fse) observed the blinking light in the lower right cluster of four on the back panel. The retractor cable and row board cable to the drawer controller board were reseated, which resolved the issue. An alcohol pad and wrapper were found inside drawer 4.2, but otherwise, it was free of debris. The application was tested, and a medication was successfully refilled in drawer 4.2. The system functioned as intended after the fse repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers were failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, when the user tried to dispense the medications to the patient. However, there were no adverse events or injuries reported due to this event.